Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 36 mg/dl at the time of incident and 14 mg/dl. The customer treated high blood glucose with glucose tablets. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. Customer declined troubleshooting. Customer states insulin delivery was not suspended. The insulin pump will not be returned for analysis.